Event description:
A pt reported experiencing inaccurate erratic results with a one touch ultra meter. The pt's blood glucose results were 8.8, 10.4, 20.4mmol/l. Tests were done within 20 mins with a difference of 52%. Pt did not experience any adverse events. No further info has been reported.